Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the device tip is severely deformed and has torn. The device tip shows indentations and chevron marks at its distal end. Microscopic inspection further revealed deformations of both the balloon and the proximal x-ray marker. The system profile and the distance between the x-ray markers do not comply anymore with the specification. This indicates that the device was forcefully pushed despite meeting resistance e.g. During device introduction which is, however, not related to the reported lesion crossing issue. Review of the production documentation verified that the device was manufactured according to specifications and successfully passed the in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The device tip was most likely damaged when attempting to push the device through the calcified lesion. However, it cannot be excluded that the device was manipulated after the reported event.

Event description:
The passeo-35 xeo peripheral balloon catheter was selected for treatment of a mildly calcified lesion (80% stenosis degree) in a moderately tortuous part of the iliac artery. The device could not pass the lesion. Another balloon was used to finish the procedure.

Event description:
The passeo-35 xeo peripheral balloon catheter was selected for treatment of a mildly calcified lesion (80% stenosis degree) in a moderately tortuous part of the iliac artery. The device could not pass the lesion. Another balloon was used to finish the procedure.